Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the set was unable to be primed could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20096197 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was blocked at the pump segment during use. The following information was provided by the initial reporter: "we have had 2 bd alaris pump infusion sets stop working... The problem appears to be in the ¿pump segment¿, per the diagram on the bag. The drip chamber works, the lower y site port works to flush. However, at the ¿pump segment¿, fluid is not flowing. This has happened with 2 sets on 2 different days."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was blocked at the pump segment during use. The following information was provided by the initial reporter: "we have had 2 bd alaris pump infusion sets stop working... The problem appears to be in the ¿pump segment¿, per the diagram on the bag. The drip chamber works, the lower y site port works to flush. However, at the ¿pump segment¿, fluid is not flowing. This has happened with 2 sets on 2 different days."